Event description:
It was reported that the patient underwent a posterior spinal fixation surgery at occipital¿c6. Approximately one month post-op it was found that all six of the screws had backed out of the oc plate. The patient underwent a revision procedure approximately 2 months post-op. The surgeon stated that the patient's rheumatoid arthritis might have contributed to the incident. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 7750506, 510k # k062879 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.